Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf type 290 series, chapter 3 preparation and inspection¿ describes the methods for detection. Gif/cf/pcf type 290 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite gastrointestinal videoscope was found to have ¿air supply failure¿ during a routine inspection before use. The device was returned to olympus for evaluation and during the evaluation, the following reportable malfunctions was identified: foreign object was found exiting the air / water nozzle. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
The customer¿s reported issue was confirmed, as a foreign object was found inside the air / water nozzle. Additionally, the device evaluation noted the following: the angulation control knobs are loose due to stretched angle wires, cracked bending section cover adhesive, excessive stress to bending section cover, insertion tube deterioration from reprocessing, stress to adhesive at the distal end cover, stress damage to the boot protector, the control body has stress damage. No further information regarding the event was provided by the customer. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.